Event description:
Healthcare professional (hcp) reported this event occurred the day after two pts were hospitalized with low serum sodium levels. A very stable pt (pt) receiving hemodialysis on the baxter 1550 device experienced cramping and nausea. Hcp drew a blood sample from the pt and found pt's serum sodium level to be 122. Hcp stopped treatment on this device and removed it from service. Treatment was reinitiated on another 1550 device, hcp administered sodium supplements and pt fully recovered.